Event description:
On (B)(6) 2013, it was reported that the patient does not think her infusion device is correctly delivering the programmed boluses. After correcting a blood glucose level of 176 mg/dl with a bolus, the patient's blood glucose level was unaffected. After the patient gave herself an insulin injection, her blood glucose level went down. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned to have the delivery accuracy evaluated.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.